Event description:
Ever since I started using renu with moistureloc I have had trouble with my eyes. I was diagnosed with allergic conjunctivitis. I didn't know at the time that it was contributed to the saline solution, but now I believe it was. I did not have all the problems until I started this product. Event did not abate after use stopped.